Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an infusion set connection leak is confirmed but the exact cause remains unknown. One video sample of an infusion set was provided for evaluation. The infusion set needle housing and insertion site is not visible. The extension tubing of the device is shown and is attached to an extension set. The clamp of the infusion set appears to be engaged. Fluid is observed to be leaking at the connection location between the infusion set hub and extension set connector. The cause of the leak could not be closely inspected or determined from the video. Based on the video provided, possible contributing factors include connector damage and connector interference. Since a leak was observed to be present, the complaint is confirmed but the exact cause remains unknown. H3 other text: evaluation findings are in section h11.

Event description:
It was reported leakage happened with winged infusion set. When the nurse connected the IV set tube with the port of the winged infusion set it shows some leakage from that connection. She applied the needle free connector and then connected the IV set with winged infusion set then they don't find any problem of leakage. Patient status / intervention: no intervention required.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ref(B)(4) showed two other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported leakage happened with winged infusion set. When the nurse connected the IV set tube with the port of the winged infusion set it shows some leakage from that connection. She applied the needle free connector and then connected the IV set with winged infusion set then they don¿t find any problem of leakage. Patient status/ intervention: no intervention required.